Event description:
Patient was scanned with an implanted pacemaker. Patient did not disclose the pacemaker, although he was screened at the time of scheduling and at registration, and was interviewed by the technologist before entering the scan room. The pacemaker was discovered when the patient returned for another exam on (B)(6) 2014, when he disclosed that the pacemaker had been implanted a year before. Patient had no apparent injury, but was advised to consult his cardiologist immediately to check pacemaker function. Patient was deferred from additional scanning, and his electronic medical record was flagged to reflect this.